Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. The technical support team provided instructions for resetting the pump and assisted the caller, resulting in the malfunction not recurring. The customer was advised to continue using the pump and to contact support if issues reappear, which the caller understood.